Event description:
A customer reported to olympus, during an inspection for a patient, the halogen light source power switch could not be turned on. The subject device was replaced, and the inspection finished. The unspecified therapeutic procedure was completed. There was no report of patient harm associated with this event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation, therefore, the complaint could not be confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.